Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 80-year-old male patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During insertion the surgeon tried to place the perclose, however, when it was deployed it would not retract and stuck in the left femoral artery (lfa). The perclose device was surgically removed and the lfa was closed. The decision was made to place the impella via the right femoral artery (rfa) and proceed with percutaneous coronary intervention (pci) via a single access. During support, the patient decompensated and vasopressin, epinephrine and neo-synephrine drips were added, the drips were able to be turned off after the impella was inserted. The patient was also having some oozing at the site which resolved. The impella was weaned down and removed.